Manufacturer narrative:
Other contact person name: (B)(6). Other contact phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) machine was showing iab catheter restriction. Inspection identified blood contamination inside the pim module. There was no patient involved reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they checked the pim and found blood contaminating the module. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a